Manufacturer narrative:
Additional information: (dianeal pd2, 2.5% ultrabag). On the day of peritonitis onset, the patient began treatment for the event with injection (inj.) Vancomycin (1 gram, once in 4 days, intraperitoneally [ip]) and injection (piperacillin-tazobactam) piptaz (4.5 gram, twice a day, ip). Ten days after onset, the patient¿s peritoneal dialysis (pd) effluent was clear, the peritonitis was resolved, the patient was recovered from the event and the treatments with vancomycin and piptaz were discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as onset of the peritonitis, the patient began treatment with intravenous injection of vancomycin (after 72 hours, dose not reported) for the event of peritonitis. At the time of this report the patient was recovering from this peritonitis event and treatment with vancomycin was ongoing. Pd therapy was ongoing. No additional information is available.